Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: not available, omnipod software app version: not available, operating system: not available, hardware: not available, cgm sensor type: not available, please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 22.5 mmol/l (405 mg/dl). The legal guardian reported a needle mechanism failure. The pink slide moved forward but the cannula did not deploy. The pod was removed and the cannula was not visible. There was no medical assistance required.